Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the generator was found partially damaged. An x-ray was taken in order to make sure nothing fell inside the patient's cavity. A new generator was used to complete the procedure. There was no patient harm.